Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for investigation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. Mushroom head check passed. System air leak passed. Teach pumps passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device history record (DHR) did reveal front panel assembly was replaced on 9/27/23.upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a patient line is blocked warning on the liberty select cycler. Incident occurred only once in fill 1 of 6 (6ml of 1950ml), while the patient was connected. Patient line clamp was open, and not kinked. The stay safe connector blue pin was not pushed in, and air bubbles were not discovered. Patient also mentions a noise which occurred during the fill and drain phases. Noise sounded like a loud grinding noise and has been occurring for 1 day. The cycler was sitting on a cart. Patient did complete previous two treatments. Screen was dim during ready screen up to step 10 of setup of treatment end. Display brightness was set to 10. Patient also reported a burning smell coming from the cycler at this time. The screen suddenly went dim, emulated a burning smell, and never returned to its normal level 10 brightness. The fresenius technical support representative issued a replacement cycler due to screen brightness problem and advised the patient to continue using the cycler.